Manufacturer narrative:
The event of lymphoma-alcl-suspected and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: suspicion of alcl lymphoma and late seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, histologically confirmed bia-alcl. Patient presented with late seroma. Pathological markers have not been received. Affected side unknown. The status of the device is unknown.

Event description:
Healthcare professional reported via regulatory agency, hystological confirmed bia-alcl. Patient presented with late seroma. Pathological markers have not been received. Affected side unknown. The status of the device is unknown.